Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog number, lot number, serial number are all unknown. (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient underwent an unknown procedure with unspecified mentor saline breast prostheses when she experienced the following: ¿breast implants have destroyed my health, from gradually to fast progression last 10 yrs. I feel 90 instead of (B)(6). My health is going rapidly to the point my breathing is greatly affecting my quality of life. My breast burn, hurt, ache, neck swelling, gland swelling, ear pain, thrust, itchy eyes, throat and ears. Body numbing, waking grasping for air. Then trying to move to get circulation back, memory short term. Breast pain, problems through out body. No help from drs to work with. Insurance for implant removal. No way to quickly explant. Basically the implants are destroying my health and life span. While I'm trying to come up with the high cost of explanting surgery. My airway keeps shutting off and I'm struggling every day. I just pray to get through this costly bad decision and to be able to recover it." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of 2 breast prostheses.